Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty light source cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his evis exera iii xenon light source because the auto-adjust stopped function during procedure preparation. According to the initial reporter, the staff completed the procedure using the subject device on a manual control setting. No patient complications were reported as a result of this event. During the device evaluation, it was discovered that one of the digital light source cables was failing. This report is being submitted to capture the failing light source cable found during the device evaluation.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that he had pulled the cart out of rotation in order to further trouble-shoot the issue the next day. Tac called back the following day and was informed that the customer had changed out the connecting cable with a known-good cable and the subject device was functioning properly. At this time, the device is not scheduled for return evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.